Manufacturer narrative:
The recipient's device was reportedly explanted due to intermittencies.

Manufacturer narrative:
According to a user report received by the nca the device was reportedly given to the manufacturer.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed array. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The residual gas analysis could not be performed due to the ceramic case cracking while attempting to pull vacuum. The internal visual inspection revealed that the bond wires on the digital chip were damaged as well as damage to the digital chip and resistors. This was induced during the failure analysis process. The reported complaint of intermittencies was confirmed during the failure analysis process; however, the root cause could not be determined due to the damage that was induced during the failure analysis process. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.